Event description:
This unsolicited case from united states was received on (B)(6) 2017 from a patient. This case concerns an 80 year old female patient who received treatment with synvisc one and later after unknown latency had left knee pain, no noticeable relief of pain/ pain still there, left knee swelling and burning sensation that goes through her knee. Also device malfunction was identified for the reported lot number. Concomitant medications included diclofenac potassium (volateran), atorvastatin calcium (lipitor), ezetimibe (zetia) for hyperlipidemia, clopidogrel bisulfate (plavix), acetylsalicylic acid (asa) both for clot prevention, losartan potassium (cozaar) for hypertension, isosorbide mononitrate (imdur) for angina. The patient's medical history included left knee pain, left knee swelling, burning sensation that goes through her knee, myocardial infarction, coronary artery disease and gout. The patient had past treatment with cortisone (shot back in (B)(6) 2017 into the left knee). She had no allergies. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once at a dose of 6 ml for osteoarthritis into the left knee (batch/lot and 1 vial of gel. The package of the synvisc one was opened right before the procedure. No other medications were injected in the knee during the procedure. On an unknown date in 2017, after her injection in her left knee her knee instantly continued to hurt. It was reported that the stated symptoms were about the same as before the injection. The patient's pain was intermittent on a scale from 1-10 will be a 10 because it made her cry. On an unknown date in 2017, sometimes there was a burning sensation that went through her knee. Still these were the same symptoms as she had prior to injection. On an unknown date in 2017, the patient was experiencing swelling of her left knee and it was the same as before the injection. She was experiencing the same pain when she walks with each step as before the injection. She does use a cane just to steady herself. It was reported that the patient did not use a cane prior to the injection. She had no prosthetic devices, pace maker or defibrillator. The patient was well nourished with good hygiene. It was reported that there was no relief of pain after second injection but no adverse events were noted either, pain was still there. On an unknown date in 2017, patient had x-ray of left knee that showed osteoarthritis. Corrective treatment:not reported for rest of the events except left knee pain, no noticeable relief of pain/ pain still there outcome: unknown for all the events other than left knee pain, no noticeable relief of pain/ pain still there a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: disability for device malfunction . Additional information was received on 30-jan-2018. Global ptc number was added. Additional information was received on 28-mar-2018 from the patient. Medical history, concurrent conditions and concomitant medications were added. Event of left knee pain was updated to left knee pain/ no noticeable relief of pain/ pain still there. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated (B)(6) 2018: based on the follow up information received, the event of left knee pain has been deleted from the case as it is a part of patient's underlying disease only. This case concerns a patient who received synvisc one injection and later had left knee swelling and burning sensation in joints. A temporal relationship can be established with the product administration. Also, the concerned lot number has been identified to have malfunction by the company. Thus, the causal relationship of the events to the products cannot be excluded.

Event description:
This unsolicited case from united states was received on 20-dec-2017 from a patient. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and later after unknown latency had left knee pain, left knee swelling and burning sensation that goes through her knee. Also device malfunction was identified for the reported lot number. No concomitant medication or concurrent condition was provided. The patient's medical history included left knee pain, left knee swelling and burning sensation that goes through her knee. The patient had past treatment with cortisone (shot back in (B)(6) 2017 into the left knee). She had no allergies. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once at a dose of 6 ml for osteoarthritis into the left knee (batch/lot number: 7rsl021, expiry date: unknown). The procedure was sterile and received one shot from 1 vial of liquid and 1 vial of gel. The package of the synvisc one was opened right before the procedure. No other medications were injected in the knee during the procedure. On an unknown date in 2017, after her injection in her left knee her knee instantly continued to hurt. It was reported that the stated symptoms were about the same as before the injection. The patient's pain was intermittent on a scale from 1-10 will be a 10 because it made her cry. Most of the time it was between a 4 and 5. On an unknown date in 2017, sometimes there was a burning sensation that went through her knee. Still these were the same symptoms as she had prior to injection. On an unknown date in 2017, the patient was experiencing swelling of her left knee and it was the same as before the injection. She was experiencing the same pain when she walks with each step as before the injection. She does use a cane just to steady herself. It was reported that the patient did not use a cane prior to the injection. She had no prosthetic devices, pace maker or defibrillator. The patient was well nourished with good hygiene. Corrective treatment: cane for left knee pain; not reported for rest of the events outcome: unknown for all the events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: disability for device malfunction and left knee pain. Pharmacovigilance comment: sanofi follow-up company comment dated 28-dec-2017: this case concerns a patient who received synvisc one injection and later had left knee pain and left knee swelling and burning sensation in joints. A temporal relationship can be established with the product administration. Also, the concerned lot number has been identified to have malfunction by the company. Thus, the causal relationship of the events to the products cannot be excluded.